Event description:
(B)(6) female admitted for retropubic mid-urethral sling and cystoscopy. Following completion of the cystoscopy, a bard foley catheter was inserted. The catheter was visually intact at the time of insertion. The rest of the procedure was completed. At the completion of the procedure, the bladder was filled with 150 cc normal saline for voiding trial. The balloon on the foley was aspirated to deflate, but no return was received. When the foley catheter was removed, it was noticed that the full circumference of the balloon was not connected to the catheter. An add'l cystoscopy was performed and the balloon fragment was removed with a grasper forcep.